Event description:
It was reported that the device was running without the trigger being pressed. The device was sent in for repair, there is no information regarding patient involvement. There was no reported user or patient adverse consequences as a result.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the motor controller failed. The device was repaired and returned to the customer.